Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins turned off all by itself. Environmental/external/patient factors included in talking with the patient it seemed as if the patient thought the device turned off so they used the patient programmer to turn it back on. It is possible that the device was actually on and when the patient used the programmer they actually turned it off. Diagnostics/troubleshooting included in interrogating the device it looked the device was turned off on (B)(6) 2019. Interventions/actions included retraining the patient on the programmer and turned the ins back on. The issue is reported to be resolved at the time of the report. No further complications were reported or anticipated with this event.